Event description:
It was reported that the ilet could not be charged because the charging port was loose and not functioning, and the pump subsequently died; replacement charger and cable were arranged, and the affected component was the battery charger, with the device problem characterized as a fracture. Investigation of this case revealed a fracture-related problem associated with the battery charger consistent with a component-level issue. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.